Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 152mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the insulin pump. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk. The device was received with scratched screen, cracked case at the display window corners, and cracked reservoir tube lip.